Event description:
On (B)(6) 2012 the pt reported that his doctor lowered his basal rates during the nighttime hours and he experienced high blood glucose levels ever since the change. On (B)(6) 2012 he was admitted to the hospital. That morning his blood glucose level was 335 mg/dl. A few hours later it was 468 mg/dl and he had not eaten anything. His target range is around 200 mg/dl. When he arrived at the hospital his blood glucose level was 463 mg/dl. The pt was throwing up. He was diagnosed with diabetic ketoacidosis and was treated with lantus injections. The pt's blood glucose levels are currently back to normal. The last time he tested his blood glucose level it was 164 mg/dl. The infusion set was not requested to be returned for eval.